Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/24/2020. D4: batch # t5d37u. Device evaluation summary: the analysis results showed that one ecr60m cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # :unk. Report source: mw5091021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: how much blood was lost (ml)? Unknown did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that during an unknown procedure, ¿md had used several gray echelon staple reloads with the powered echelon 60 stapler. When she used the 5th gray reload, that was from a different lot number for the 4 previous, it malfunctioned. The stapler fired normally, but the staple line was not sealed fully with staples. Md had to quickly use several hemo-clips on the vessels that were spraying blood. This could have been a very serious complication had she not been able to react quickly.